Event description:
The reporter stated that while delivering prosteglanden, the male connector cracked preventing the pt from receiving the drug. The customer did not keep the sample and the lot number was unknown.